Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: carto 3 mapping system, 3.5 mm rf ablation catheter (thermocool celsius) other company¿s devices were used during this clinical study: mullin¿s sheaths (cook medical), achieve mapping catheter (medtronic), 2 f flexcath sheath (cryocath, medtronic), first-generation cryoballoon (arctic front, medtronic), 8mm cryoablation catheter (freezor max, medtronic). (B)(4) the device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that two patients in combined group underwent ablation for paroxysmal atrial fibrillation and suffered phrenic nerve palsies that resolved during follow-up. Patients in combined group are treated with wide encirclement with radiofrequency catheter ablation (rfca) followed by 2 cryoballoon (cryo) applications to each vein. Title: "point-by-point radiofrequency ablation versus the cryoballoon or a novel combined approach: a randomized trial comparing 3 methods of pulmonary vein isolation for paroxysmal atrial fibrillation (the cryo versus rf trial)." The purpose of this study was to test the hypothesis that (1) cryo is as effective and safe as rfca in the treatment of paroxysmal af and is associated with a better long-term outcome, and (2) that the combination of rfca followed by cryo is as effective and safe as using either treatment alone and is associated with a better long-term outcome. The study was conducted from between july 2009 and december 2012. Other serious and non-serious adverse events were reported in this article (serious events are reported to FDA separately): one (1) tamponade in rf group, one (1) case of dressler's syndrome in rf group, one (1) asymptomatic pv stenosis in rf group, one (1) hematoma in rf group, one (1) femoral pseudoaneurysm in combined group, five (5) phrenic nerve palsies in cryo and combined groups, one (1) phrenic nerve palsy in cryo and combined groups, four (4) complications (phrenic nerve palsies, all of which resolved during follow-up) in the cryo group (bwi will not open complaints for these events as the bwi device is not the causative device for these adverse events). Bwi takes conservative approach to open this complaint under ablation catheter navistar thermocool, however catalog and lot number are unknown.